Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the connector u/adapit str 22mm ID x 22mm od experienced oxygen t crackled at o2 connect, resulted in patient desaturation.